Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when measuring the j7, it was noted that one charger node was giving 36 volts to a battery pair. The charger board 1 was replaced and the issue resolved. The battery levels and charger output were measured okay. The j7 was connected. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that battery charger 1 needed to be replaced. One pair of pins on j7 was giving 36 volts. There was no patient present when this issue was identified.